Event description:
It was reported, the patient had a change in stimulation. It was noted, the patient had urinary tract issues. It was reported, the patient would finishing urinating and then continue to leak. It was noted, the issues stopped when the stimulation was turned off. It was reported, the patient was questioning if the leads possibly shifted. It was noted, the stimulation was not reaching the patient¿s big toe during the issues. It was reported, there was no accident or incident related to the event. It was noted, the patient thought the device was causing them to defecate themselves at night. It was later reported by the patient that the stimulator was not ¿installed correctly.¿ the patient noted that they started having bladder issues ¿stemming from the stimulator¿ so the patient made an appointment to have it checked out. During the course of having x-rays it was discovered that ¿the leads were not installed correctly¿ and this ¿explained why the bladder issues occurred.¿ the patient noted that ¿once this was discovered the doctor recommended the entire system be removed and a new device and leads be implanted.¿ the patient noted that the surgery was submitted to the insurance carrier and they approved the surgery. Then the patient noted that the ¿doctor stated he would not perform the surgery unless the patient paid out of pocket even though the procedure had been approved by the insurance company.¿ the patient inquired about a list of doctors who would perform the surgery.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).